Event description:
It was reported that after replacing the parts for repair the processor circuit board started to make a continuous beeping sound when turned on, and after about 1 to 2 minutes, an error screen appeared, and the board did not start up normally. Since other boards boot up normally, the current product was defective in its initial stage. As per follow up information received via email on 07nov2022, controls as repair parts would be sent to dymax. The device was not used for patients. Repair parts were found to be faulty during repair and faulty components would be repaired. The device was replaced with another repair part. The date of event occurred was 28oct2022. As per follow up information received via email on 09nov2022, the control panel was replaced but not fixed due to a failure of the control panel. Therefore, the first part that was replaced was a defective part because it was replaced with another repair part from their inventory, and it fixed the problem. In short, a failure of an inventory component was discovered. It was only a parts issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that after replacing the parts for repair the processor circuit board started to make a continuous beeping sound when turned on, and after about 1 to 2 minutes, an error screen appeared, and the board did not start up normally. Since other boards boot up normally, the current product was defective in its initial stage. As per follow up information received via email on 07nov2022, controls as repair parts would be sent to dymax. The device was not used for patients. Repair parts were found to be faulty during repair and faulty components would be repaired. The device was replaced with another repair part. The date of event occurred was (B)(6) 2022. As per follow up information received via email on 09nov2022, the control panel was replaced but not fixed due to a failure of the control panel. Therefore, the first part that was replaced was a defective part because it was replaced with another repair part from their inventory, and it fixed the problem. In short, a failure of an inventory component was discovered. It was only a parts issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that after replacing the parts for repair the processor circuit board started to make a continuous beeping sound when turned on , and after about 1 to 2 minutes, an error screen appeared, and the board did not start up normally. Since other boards boot up normally, the current product was defective in its initial stage. As per follow up information received via email on 07nov2022, controls as repair parts would be sent to (B)(4). The device was not used for patients. Repair parts were found to be faulty during repair and faulty components would be repaired. The device was replaced with another repair part. The date of event occurred was 28oct2022. As per follow up information received via email on 09nov2022, the control panel was replaced but not fixed due to a failure of the control panel. Therefore, the first part that was replaced was a defective part because it was replaced with another repair part from their inventory and it fixed the problem. In short, a failure of an inventory component was discovered. It was only a parts issue.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed processor circuit card. The replacement processor card experienced an out-of-the-box failure. Replaced processor circuit card. The device passed all testing and is ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. A DHR review is not required as the serial number is unknown. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.